Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was found out of specification. Analysis also found both keyboard hinges were broken. Errors found in the programmer update history. It was noted the bezel had minor damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with pen calibration and the screen during follow up. Even trying a manual calibration of the pen and changing the pen, the pen still did not calibrate and unable to select the correct point on the screen. Another programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.